Event description:
Revision surgery - due to infection

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-00717; 931-36-754, s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.